Event description:
The pt came in having had some episodes of dizziness and near syncope. A loop recorder showed evidence of a fairly consistent atrial sensing, ventricular pacing, but occasionally he has a prolonged lack of atrial activity and drops to the lower rate limit. In addition, there does appear to be an occasional ectopic atrial beat that does not appear to be sensed. See add'l MFR narrative (h10)